Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic totally extraperitoneal inguinal hernia repair procedure, the device¿s balloon disengaged from the trocar. They opened additional structural trocar to complete the case. There was no injury caused to the patient and no medical intervention was required.